Event description:
The customer reported that no shock was delivered using internal paddles on a pt. There was no report of negative impact to the involved pt.

Manufacturer narrative:
(B)(4): the customer reported that no shock was delivered using internal paddles on a pt. There was no report of negative impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.